Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia] novopen injector with a 0.5 unit scale was malfunctioned and was not delivering insulin [device failure] case description: this serious spontaneous case from poland was reported by a consumer as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "novopen injector with a 0.5 unit scale was malfunctioned and was not delivering insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "drug use for unknown indication", tresiba penfill 100 u/ml (insulin degludec) (dose, frequency & route used-unk) from unknown start date for "drug use for unknown indication", actrapid hm penfill (insulin human) (dose, frequency & route used-unk) from unknown start date for "drug use for unknown indication". The patient's height, weight and body mass index (bmi) were not reported. Dosage regimens: novopen: novorapid penfill: tresiba penfill 100 u/ml: actrapid hm penfill: medical history was not provided. From an unspecified date, the patient has been taking novorapid, tresiba and actrapid. On an unspecified date, the patient experienced that the novopen injector with a 0.5 unit scale that the patient was using malfunctioned and was not delivering insulin. As a result of this, the patient has experienced high blood sugar levels of 500 mg/dl that have threatened the patient's health and life. Lab data included: lab data test as reported: blood glucose test name: blood glucose results: 500 mg/dl batch numbers: novopen: unknown novorapid penfill: asku tresiba penfill 100 u/ml: asku actrapid hm penfill: asku action taken to novopen was not reported. Action taken to novorapid penfill was reported as unknown. Action taken to tresiba penfill 100 u/ml was reported as unknown. Action taken to actrapid hm penfill was reported as unknown. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown. The outcome for the event "novopen injector with a 0.5 unit scale was malfunctioned and was not delivering insulin(device failure)" was not reported. Preliminary manufacturer's comment: 17-apr-2024: the suspected device novopen (actual name of devie unknown) has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia] novopen injector with a 0.5 unit scale was malfunctioned and was not delivering insulin and the pen stopped functioning by itself [device failure] case description: this serious spontaneous case from poland was reported by a consumer as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "novopen injector with a 0.5 unit scale was malfunctioned and was not delivering insulin and the pen stopped functioning by itself(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) from unknown start date for "drug use for unknown indication", , tresiba penfill 100 u/ml (insulin degludec) from unknown start date for "drug use for unknown indication", , actrapid hm penfill (insulin human) from unknown start date for "drug use for unknown indication", batch numbers: novopen: unknown novorapid penfill: not reported tresiba penfill 100 u/ml: not reported actrapid hm penfill: not reported investigation results: suspect: novopen; batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Suspect: novorapid penfill; batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Suspect: tresiba penfill; batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Suspect: actrapid penfill; batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the following were updated : -the device failure event verbatim was updated -investigation results updated -imdrf codes updated -narrative was updated accordingly no further information was available final manufacturer's comment: 07-may-2024: the suspected device (specific name of the device unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00074 reference notes: medwatch 3500a MFR. Report number h3 continued: evaluation summary suspect:novopen; batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.